Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
A 6mm trial tibial offset jammed became stuck on universal tibial trial. Was unable to be repositioned to correct setting for this procedure. Also was unable to be removed at end of procedure. Another adaptor used on a smaller tibial trial with no medical intervention or delay.